Event description:
The patient was implanted with the left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted to be sepsis. The patient had a long time pump pocket and driveline infection which had been debrided several times. The patient was on antibiotics at the time of death and on hospice due to uncontrollable pain.

Manufacturer narrative:
According to the information provided, the lvad pump wil not be returning for evaluation . No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.